Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there any adverse consequence for the patient? No. Was there any change to procedure or post-op patient care? No.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any adverse consequence for the patient (as you reported "yes" for ¿potential¿ adverse event in field 1035 on md&d complaint form)? If so, please describe the adverse event in detail. Was there any change to procedure or post-op patient care?

Event description:
It was reported that during a myocardial revascularization - cardiac surgery in the dissection of the mammary artery procedure, the clipper is misaligned, forming a cross clip, detaching from the artery. Staff thinks the clipper is not sturdy enough and during the washing and sterilization process it misaligns the jaw. Suture was used to repair. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the lx207 device was received with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.